Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states she feels ill and will contact her doctor. The customer is concerned with the hi obtained on (B)(4) 2015 at 02:39:00 pm with the truemetrix; not fasting. Verified the strips expire 05/31/2016. No adverse event reported.